Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 243 mg/dl at time of incident and current blood glucose level was 536 mg/dl. The customer¿s blood glucose level was 436 mg/dl, 517 mg/dl, 70 mg/dl. The customer was treated with syringes and novalog. The customer had symptom such as abdominal pain. It was reported that the customer changed site and had issued with blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.